Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the scratches on screen of insulin pump affects the view of screen. The customer's blood glucose level was unknown. Customer also reported that insulin pump received unexplained no delivery alerts due to the site issue, insulin pump rejected new battery. The insulin pump will not be returned for analysis.